Manufacturer narrative:
Product complaint #: (B)(4). Device was returned for evaluation. During device receipt, it was noted that the device was stripped with no torn threads present. As such, this device is no longer considered reportable. A follow up will be filed to reflect this information. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. 5.5 expedium verse di set screw was received by the customer quality unit for evaluation. Visual examination of the setscrew revealed signs of operative use as evidence by superficial markings. It was noted that the lobes on the poly lock of the set screw had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening indicating that the poly lock was likely subjected to the unanticipated torsional forces during the tightening process, resulting in the lobes on the poly lock becoming stripped. A device history record review did not find any issues that could have caused or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the lobes on the poly lock of the set screw becoming stripped cannot be positively determined. However, noted damage indicated that the stripping occurred in the direction of tightening indicating that the poly lock was likely subjected to the unanticipated torsional forces during the tightening process, resulting in the lobes on the poly lock becoming stripped. As no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: defective devices.